Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump kept coming out of occlusion. The device was not changed out, as the perfusionist move the pump into a position where it would not be used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.